Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheter stuck to patient vaginal wall when the patient was menstruating. And the patient asked if this could be prevented. It was noted that the patient had been using purewick product more than 90 days.

Event description:
It was reported that the purewick female external catheter stuck to the vaginal wall when the patient was menstruating. And the patient asked if this could be prevented. It was noted that the patient had been using purewick product more than 90 days.

Manufacturer narrative:
Upon further review per additional information received this event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.